Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low bipolar impedance of 130 ohms, and 243 ohms unipolar. It was further reported that there was a lead warning, with low bipolar impedance of 119 ohms, with 227 ohms unipolar. The patient has been in unipolar mode since polarity switch in (B) (6) 2009. The lead was capped and replaced. No patient complications have been reported as a result of this event.